Manufacturer narrative:
Narrative: the 8f dtv180 (sheath, dilator, loader, delivery cable and hemostasis valve) was returned to aga medical and decontaminated. The components were examined and the sheath had been cut approximately 4.5cm from the hub. The tip of the 8f sheath was partially inverted and the shaft was damaged as though high forces were applied axially causing kinking and a wavy deformation along the sheath. The delivery system could not be tested functionally as the sheath was cut into two pieces. The 12mm muscvsd and both 12f dtv45s also were returned. In brief: model 9-vsd-musc-012; serial (B)(4) -- met specifications. Model 9-itv12f45/80; lot 1007144933 (2 products) -- the different lots could not be distinguished. Kinking was observed along the sheaths' shafts. A test 40mm muscvsd was loaded, handed-off, advanced, deployed, and retracted using both returned 12f dtv45s without issue. The sheath tips did not invert upon retraction. During manufacturing, this device and delivery system lots underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed the muscvsd and delivery systems successfully completed these tests. The dtv180 could not be analyzed due to excessive damage; however, the dtv180 met specifications prior to shipment as evidenced by review of the manufacturing records. With respect to the muscvsd, our investigation was unable to reproduce the performance described as it met specifications during analysis. Regarding the two dtv45s, our investigation was able to confirm the performance described; however, the cause and timing of the damaged sheath tips could not be conclusively determined since the product met specifications prior to shipment. Correction: in the initial report, the 12f amplatzer torqvue 45 delivery system (9-itv12f45/80) was incorrectly described as a 12f amplatzer torqvue 180 delivery system.

Event description:
According to the initial information received, the patient underwent the successful implantation of an amplatzer septal occluder. During the same procedure, a 12mm amplatzer muscular ventricular septal occluder (muscvsd) was implanted. However, the muscvsd did not seat properly and when it was about to be retracted, it failed to retract into the 8f amplatzer torqvue 180 delivery system (dtv180) and the muscvsd became stuck in the tricuspid valve. (The dtv180 was later found to have a damaged tip which was the suspected reason the muscvsd became difficult to retract.) To retrieve the muscvsd and dtv180, two snares and two 12f amplatzer torqvue 180 delivery systems were used. The procedure was abandoned and the patient recovered without complication. The patient is scheduled to have their ventricular septal defect surgically repaired in a few months. Also, the dtv180 is expected to be returned for analysis; when further information becomes available, an updated report will be submitted.